Event description:
Information received regarding the explanted device notes intermittent stimulation and exit block. The device gave a magnet rate of 95 ppm and a remaining longevity of >60 months. The patient was symptomatic and his condition was "not good" until a new device was implanted.